Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product and capsular contracture baker grade iii.

Event description:
Patient reported right side "exchange from textured to smooth implants due to the patients concerns with the product" and capsular contracture, baker grade iii. Device remains implanted.